Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a hyperform balloon catheter was prepared according to the instructions for use, and when a test in flation was performed, it immediately deflated. Preparation was repeated several times using the included wire, but the situation did not change. When a new product from the same lot was opened, it was able to be used without issue. There was no patient involvement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).